Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, calcium channel blockers, cardura, dyazide, glimepiride, lovastatin, synthroid, trazodone, and verapamil. Complaint conclusion: as reported from the (B)(4) study, a patient experienced a periprocedural myocardial infarction based on the adjudication minutes. This is a (B)(6) female with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, cva / stroke (B)(6) 2002, and diabetes mellitus type ii. This patient was admitted for the coronary angiogram due to stable angina and a positive stress test. Angiography revealed a 75% stenotic, de novo, type a lesion in the mid rca. This was treated with direct stenting of a 3.0 x 13mm cypher stent deployed to 20 atms. The patient was discharged the following day in stable condition. Approximately two weeks later, the patient returned for a staged procedure. The patient denied angina. At the time of staged procedure, the mid left anterior descending and 1st diagonal were treated. The 1st diagonal was described as 30mm in length that was treated with a 2.75 x 33mm cypher rx at 12atm. As a standard procedure, the stent was post-dilated with a 2.75 x 33mm balloon at 17atm. The mlad was described as 30mm in length and totally occluded that was treated with a boston scientific stent with the post-dilation of the stent. Following the stent implantation, the dissection was observed and it was unknown if any treatment given. Following the staged procedure, the patient had an increase in troponin I at 0.17 (0.05 unl) described as "a slight isoenzyme spill post intervention." The ECG core lab reported no new major st-t abnormalities, no new q waves and inadequate tracing quality due to severe artifact. The site reported elevated troponin post-intervention. The elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. According to the investigator, the event of elevated troponin was possibly related to the cypher stent, probably related to the index procedure, and not related to the study drug. A review of the manufacturing documentation associated with lot 15107327 presented no issues during the manufacturing and inspection processes. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post staged procedure based on the adjudication minutes. This patient was admitted for the coronary angiogram due to stable angina and a positive stress test. Angiography revealed a 75% stenotic, de novo, type a lesion in the mid rca. This was treated with direct stenting of a 3.0 x 13mm cypher stent deployed to 20atm. The patient was discharged the following day in stable condition. Approximately two weeks later, the patient returned for a staged procedure. The patient denied angina. At the time of staged procedure, the mid left anterior descending and 1st diagonal were treated. The 1st diagonal was described as 30mm in length that was treated with a 2.75 x 33mm cypher rx at 12atm. As a standard procedure, the stent was post-dilated with a 2.75 x 33mm balloon at 17atm. The mlad was described as 30mm in length and totally occluded that was treated with a boston scientific stent with the post-dilation of the stent. Following the boston scientific stent implantation, the dissection was observed and it was unknown if any treatment given. The event of dissection was considered unrelated to the cordis product since it was observed following non-cypher stent placement. Following the staged procedure, the patient had an increase in troponin I at 0.17 (0.05 unl) described as "a slight isoenzyme spill post intervention." The ECG core lab reported no new major st-t abnormalities, no new q waves and inadequate tracing quality due to severe artifact. The site reported elevated troponin post-intervention. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. According to the investigator, the event of elevated troponin was possibly related to the cypher stent, probably related to the index procedure, and not related to the study drug.